Event description:
Per the field clinical specialist, during a transcatheter aortic valve replacement (tavr) procedure using a 20mm sapien 3 ultra resilia valve, the valve was approximately 80% deployed when the balloon ruptured. The rupture appeared to originate from a pinhole defect located mid-balloon. The team proceeded with a non-edwards balloon to complete the expansion. The patient remained stable and left the catheterization lab in good condition. The case was noted to have significant stj calcium. The device was discarded at the hospital.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Correction to h6: device code, type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The 3mensio observed that calcification was present in the landing zone, including the stj area. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was unable to be confirmed. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Additionally, a review of IFU/training materials revealed no deficiencies. As reported, "the valve was approximately 80% deployed when the balloon ruptured. The case was noted to have significant stj calcium". During manufacturing, balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from the packaging. The 3mensio revealed the presence of calcification in the landing zone, including the stj area. Calcification can create a challenging anatomy for balloon inflation, as calcified nodules may compromise the integrity of the balloon wall through mechanisms such as puncture, localized overstretching, open-cell impingement, or stress concentration, resulting in pinhole leakage, as reported in this event. In this case, available information suggests that patient factors (calcification) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.